Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger/modem will not recognize a battery pack. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. Upon eval, there was contamination on the battery board inside the charger/modem. The cause of the inability to recognize the battery is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.